Manufacturer narrative:
The disposition of the device is currently unavailable to the manufacturer. As additional information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a leak, of an unknown cytostatic drug, was experienced at the filter of the tubing device. There was patient involvement, however no harm to the patient was reported. No additional information is available at this time. This report captures 3 of 4 devices.

Manufacturer narrative:
The reported filter leak was not confirmed by investigation. Two new list 140099290 plum sets were received for investigation. The returned sets were leak tested per product specifications and no leaks were observed. A manufacturing record review was completed for lot 929095h and no discrepancies or non-conformances were found that would have contributed to the reported complaint. A manufacturing batch was completed for lot 929095h and no discrepancies or non-conformances were found that would have contributed to the reported complaint. Device available for evaluation: yes; name: (B)(6). Device evaluated by manufacturer: yes.